Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient got multiple shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf). There were two shocks which landed on t-waves and induced vf from vt. It took two shocks to successfully convert the arrhythmia. The vt had a wide complex which led to oversensing. Technical services discussed the electrograms. There were no additional adverse patient effects. The system remains implanted.